Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
It was reported that there was chronic dislodgement and increased thresholds of the left ventricular lead. The lead was unable to be repositioned so it was explanted. It was also reported the svc coil of the right ventricular lead was capped due to high impedance. A chronic lead was reconnected for svc use. No patient complications have been reported as a result of this event.